Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report that they had trouble calibrating the sensor. Caller reported the customer was not using the insulin pump for insulin delivery, but ended up having a high blood glucose. Customer's blood glucose reading was 404 mg/dl. Customer treated with manual injection of insulin, and blood glucose reading went down to 363 mg/dl. Customer was assisted with troubleshooting the sensor. Nothing was replaced or returned.